Event description:
It was reported that during a sleeve gastrectomy procedure, on the third firing; green reload, the surgeon noted thick tissue and green was fired after two black. Fault: metal backing came off cartridge after firing and was stuck in the device. The cartridge was removed and the device was used to finish case. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that one ecr60g cartridge reload was returned fully fired and with the pan dislodged. Upon further inspection, it was noted that several drivers were missing, making the reload non-functional. One possible cause for the damage to the pan may be improper loading of the cartridge reload onto the device. It should be noted that each cartridge reload is 100% inspected through an automated vision system to ensure that all staple drivers are present prior to shipment. No conclusion could be reached on what caused the drivers to fall or the pan to be dislodged. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: during a sleeve gastrectomy procedure on the 26sep14, the surgeon noted thick tissue and fired a green reload after 2 black reloads were fired. The metal backing came off cartridge after firing and was stuck in the device. The cartridge was removed and the device was used to finish the case. There was no delay to procedure and no ae to the patient.